Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer patient receiving clonidine 100mcg/ml at 17.99mcg/day and morphine 20mg/ml at 3.499 mg/day via an implanted pump. The patient weighed (B)(6). The patient had a medical history of anxiety, depression, and gastroesophageal reflux disease (gerd). Indication for use was noted as chronic low back pain and spinal pain. The patient stated that the pump never helped with their pain the way they would like since implant. The patient stated that their back is more "messed up" than the pump can help with. The patient still had to take oral medications. The patient was dismissed by their physician. The patient's pump was now empty and alarming. The patient wanted their pump taken out. The pump had never helped with pain as they would like since implant on (B)(6) 2007. The pump started alarming due to empty pump in (B)(6) 2017. The patient called back on (B)(6) 2017. The patient wanted a closer physician than 100 miles away. On (B)(6) 2017, a healthcare provider (hcp) reported via a manufacturer representative that the patient was new to their practice and had let their pump run dry. The physician wanted a manufacturer representative at the appointment. The hcp stated that the physician would fill the patient's pump with saline on (B)(6) 2017. The patient went to the new physician on (B)(6) 2017. Their pump had been alarming since (B)(6)2017. A low reservoir and empty reservoir had occurred. The physician wanted implant information and logs were read. The patient's pump was being filled with saline and was going to be given some oral medications. The physician gave the patient oral percocet and oral clonidine. The patient was doing well at the time of saline being put into the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.